Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise. An x-ray did not reveal any lead damage. The physician elected to replace the lead anyway.